Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was programmed off.

Event description:
It was reported that the patient had received diaphragmatic stimulation shortly after implant of the left ventricular lead. The lead was disabled and the stimulation was resolved.